Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced suboptimal far vision and was bothered by halo effect at night. The iol was exchanged for a different manufacturer's monofocal iol approximately 1 year following the initial implantation. Additional information has been requested.